Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium result on a patient. There was no patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. After several attempts to obtain information, the reporting decision was based on limited information available. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/15/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge test results met acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency identified.